Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric patient using the ilet experienced hyperglycemia with blood glucose greater than 400 mg/dl for a few hours after dinner on the first day of use; the meal was announced and no infusion set leakage or tubing kinks were observed, and glucose subsequently trended downward. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or other acute sequelae. Outcomes included no use of backup therapy, no ketone testing, and no need for professional medical intervention, with follow-up confirming no further issues. Investigation included customer interview and troubleshooting with education on early adaptive insulin dosing behavior. Investigation of this case revealed no device alarms and no confirmed infusion set or hardware malfunction, with performance consistent with conservative insulin delivery during the initial learning period. It was concluded that the event was hyperglycemia with cause unclear, without evidence of device malfunction.